Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a field service engineer confirmed that the customer fixed the problem and no service was needed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, bar code scanner light failed to turn on, preventing any items from being scanned. The customer reported that a malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.